Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to aremstar auto a-flex device's sound abatement foam. The reporter alleged of having dizziness and/or headache, lung disease. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 12 jun 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to aremstar auto a-flex device's sound abatement foam. The reporter alleged of having dizziness and/or headache, lung disease. No additional information can be requested at this time. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was three zero code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit was corrected. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.